Manufacturer narrative:
During testing leakage was noted from the disposable batteries on battery components and in the battery compartment. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that the device displayed error message no internal battery. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, battery leakage was noted on battery components and in the battery compartment.